Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler locked inside the patient and didn¿t fire. The surgeon had to break the stapler to be possible to remove it from the patient. Unknown how case was completed. There were no adverse consequences for the patient. No further information is available. No device returning.